Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the measurements were not correct. Additional information requested.

Manufacturer narrative:
The company service representative examined the system and found the aberrometer was not in alignment with the customer microscope. The company service representative re-aligned the system and the microscope. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to aberrometer microscope alignment. How or when the aberrometer came out of alignment is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).